Manufacturer narrative:
The reported complaint of insufficient heat seal is confirmed. Conmed received two 139112ext in opened unoriginal packaging. Lot number was verified. A visual inspection of the device was performed, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested per policy which indicated that the packaging did have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review found no other similar complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 71 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139112ext, ultraclean electrode, 4" blade, extended insulation, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this incident will be reported as a malfunction with potential for injury upon reoccurrence.